Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Normal wear and tear on device. Filled reservoir with water, attached temp check to hotline, plugged in line cord, and turned on power switch perform safety/electrical test. The reported issue was confirmed. The root cause of the reported issue was found to be faulty printed circuit board (pcb). The technician replaced pcb.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 with no audible over temp alarm. No patient adverse events reported.